Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient had an MRI scan done yesterday and after the MRI he was unable to turn the stimulation back on. The patient did charge his device up prior to the MRI scan. It was clarified that the patient went through proton therapy, not an MRI. The implantable neurostimulator (ins) depleted by half, ¿basically¿ discharged¿ during or right after the proton therapy. The next day a power on reset (por) condition was reported with error code 0400. The patient has been having proton therapy 5 days a week, 18 times total, since (B)(6). On monday the patient noticed that he got por on his patient programmer (pp) after having the therapy. When the patient was getting into the proton therapy machine, into a position he had not been in before, his leg was subsequently ¿jerking¿. The jerking ceased after the patient turned the stimulation down. Initially after the proton therapy on monday the patient could not connect to the implant but then was clarified that the patient was just seeing the por message. The strong magnetic field from the proton therapy seemed to be the cause for the por. Education and discussion resolved the issue. The por was cleared and the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a patient was getting the error "power on reset (por)" when using the programmer. It was asked how to get to screen to clear out the por message. The patient was not feeling stimulation. When he woke up the implant was off. The patient noticed the por message on (B)(6). The patient was not working with a local field manufacturing representative. It was noted that the patient had received proton therapy with magnetic fields on (B)(6). The patient had been receiving proton therapy everyday around noon since (B)(6). The implant was placed in may and it was reported one time prior to july proton therapy, the patient had this error. It was noted the patient was going to have 10 more treatments. The patient was assisted with clearing the por as it was informational. Stimulation came back on and the patient was feeling stimulation. If additional information is received, a follow up will be sent.